Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of pronounced eye bags under the eyes is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported six months after pt injection in the "cheekbones" with one syringe of juvederm voluma xc the pt developed "pronounced eye bags" under the eyes. The pt was treated with hyaluronidase and given "water pills." The symptoms have not resolved at this time.